Manufacturer narrative:
The initial reporter also notified the FDA on 2021-01-26 via medwatch # mw5098766. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide" needle was blocked during use and wouldn't expel medication. The following information was provided by the initial reporter: "nurse was preparing an im injection to administer to the patient. Medication was drawn up and air was expelled from the syringe. Needle was added to the syringe and additional air was removed from the syringe. Nurse then injected the patient and attempted to administer the medication but were unable because the plunger would not compress and administer medication. Nurse obtained a new needle and continued the same process, upon injecting the medication, the second time the plunger depressed and the medication was administered. Unable to administer medication through needle."